Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient who was receiving bupivacaine 15 mg/ml; 5.241 mg/day and morphine 25 mg/ml; 8.734 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2016. It was reported the pump was refilled on (B)(6) 2016 a lot of extra drug was ¿pulled out¿. ¿it looked like he could go another month or two based on how much they pulled out¿. The patient experienced a sudden change in therapy/symptoms noted as withdrawal. On (B)(6) 2016, the patient woke up with symptoms of throwing up, diarrhea, and cold/hot sweats. The patient was taking oral medication to manage the withdrawal. The patient planned to follow up with the healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated symptoms the patient experienced related to the volume discrepancy included withdrawal from the opiates and increased pain. The catheter was checked and found to be patent with cerebrospinal fluid (csf) and at original implant position. Actions/interventions taken to resolve the volume discrepancy included replacing the pump on (B)(6) 2016. The cause of the volume discrepancy was presumed rotor stall six months prior to the interrogated elective replacement indicatory (eri). Refer to manufacturer report # 3004209178-2016-20002 regarding the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.